Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the device often does not recognize the endoscope while using the lightsource. There was no patient harm associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. Additional information: h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. The device was not returned to olympus for inspection, and therefore the customer reportable malfunction could not be reproduced. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "the device often does not recognize the endoscope." Malfunction could not be identified. Olympus will continue to monitor field performance for this device.